Event description:
Caller reported a cartridge alarm 20 issue on january 19 and 20, 2026. There was no adverse impact to the customer's blood glucose level. Customer loaded a new cartridge before calling and was able to successfully resume insulin therapy, resolving the issue. As a goodwill gesture, technical support agreed to send one 2-pack of t:slim cartridges to the customer.